Manufacturer narrative:
The user facility reported a burning smell resulting in the fire department being called. The unit was shut down. A steris service technician arrived onsite following the reported event to inspect the sterilizer and found that the contactor was stuck in the closed position; causing the heating element to overheat. The steris service technician replaced the contactor, heating element and two damaged water level probes, tested the unit, and confirmed it to be operating according to specification. The unit was returned to service. No additional issues have been reported.

Event description:
The user facility reported that a burning smell was emitting from their evolution sterilizer. No patient was present during the time of the reported event, no smoke was observed, and no injuries. Procedures were cancelled as a result of the reported event.